Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and the capacitors was broken. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope, the light was not supplied due to bending. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found b30(scope communication err) occurred due to damage on charged coupled device unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. However, the evaluation found bending tube had a dent and the light guide-bundle had breakage. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: water tightness was lost due to a pinhole on bending section cover; plug unit had discoloration; control unit, suction connector and scope-connector cover unit were sticky due to water leakage; a noise image occurred due to deformation of suction-connector; bending angle in up direction did not meet the standard value due to wear of an angle wire; an abnormal sound was made due to damage on the angulation lever; because channel tube was crushed, forceps and the tube cleaning brush could not be inserted and the connecting tube had a dent and a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.